Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the device migrated resulting in the decision to perform revision surgery to secure the device. Revision surgery occurred on (B)(6), 2010. The implanted device remains.